Manufacturer narrative:
One 2.7 mm alligator grasper was returned for evaluation. Visual assessment of the device confirmed the reported complaint of disassembly. The front-end has come free from the handle. Removal of the setscrew that holds the front-end in the handle was found to be deformed. This condition is consistent with excessive force being applied causing the frontend to over-ride the setscrew resulting in its disassembly from the handle.

Event description:
It was reported that during knee arthroscopy, device front handle piece was bent in back position therefore it did not come forward, it was stuck in a locked position and will not open up, this happened while a surgeon was trying to retrieve a loose body in a patient, shaft looked warped. Procedure was completed with a competitor device. There was no significant delay and no patient injuries were reported.